Event description:
Customer reported an empty cartridge alarm and a discrepancy in the insulin gauge display. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was informed the alarm signals an empty cartridge, and cts assisted in reloading the same cartridge. The customer chose to monitor the situation and follow up if necessary.